Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 20-jun-2024 one infusion set tubing was detached from q/r. The blood glucose level was high due to tube detachment and the blood glucose level is 295 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.